Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the stent was dislodged and remained on the delivery catheter. A 4.00x32mm promus premier stent was selected however during preparation of the device outside the patient's body, it was noted that the stent was loose on the stent delivery system (sds) balloon. The stent then slid off the sds balloon and stayed on the shaft of the sds. The device never entered the patient's body and the procedure was completed using another of the same device. No patient complications were reported.